Event description:
It was reported that an ilet pump had an unresponsive sleep/wake button, the device did not respond as shown in a provided video, and the user experienced high glucose while at work; a replacement pump was shipped and instructions were given to shut down the device, return the original using a provided label, and complete a fresh startup on the replacement, with advice to continue cgm use with dexcom g6. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued insulin via subcutaneous injection as needed. Investigation included customer interview, review of user-provided video, and device return with subsequent receipt confirmation. Investigation of this case revealed a device malfunction associated with the user interface control for the sleep/wake function, consistent with a hardware button failure. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the sleep/wake button.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.